Event description:
Bayer case number: (B)(4). Intense pain in the area of the lower abdomen, particularly on the right (location of my implant) [abdominal pain lower]. Permanent iron deficiency [iron deficiency]. Haemorrhagic periods (protection/pads to be replaced every 30 minutes) [heavy periods]. Blood count pronounced in terms of the blood cells [blood count abnormal]. Tiredness [tiredness]. Depression [depression]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("intense pain in the area of the lower abdomen, particularly on the right (location of my implant)"), iron deficiency ("permanent iron deficiency") and heavy menstrual bleeding ("haemorrhagic periods (protection/pads to be replaced every 30 minutes)") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), iron deficiency (seriousness criterion medically important), heavy menstrual bleeding (seriousness criterion medically important), fatigue ("tiredness") and depression ("depression") and was found to have full blood count abnormal ("blood count pronounced in terms of the blood cells"). The patient was treated with analgesics (unknown) as well as surgery (to remove essure) and non-drug therapy (infusion & treatment). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain lower, iron deficiency, heavy menstrual bleeding, full blood count abnormal, fatigue or depression. The reporter commented: period of occurrence: several years until a doctor started treating me. Blood count pronounced in terms of the blood cells and permanent iron deficiency (continuous infusions and treatment). Removal following unbearable pain not relieved by painkillers. (Female) patient's current status: intense [++ ++++] pain in the area of the lower abdomen, particularly on the right (location of my implant) hemorrhagic periods (protection/pads to be replaced every 30 minutes) tiredness/depression iron deficiency and small blood cells. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) intense pain in the area of the lower abdomen, particularly on the right (location of my implant) [abdominal pain lower] , permanent iron deficiency [iron deficiency] , haemorrhagic periods (protection/pads to be replaced every 30 minutes) [heavy periods] , blood count pronounced in terms of the blood cells [blood count abnormal] , tiredness [tiredness] , depression [depression] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-oct-2025. The most recent information was received on 31-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("intense pain in the area of the lower abdomen, particularly on the right (location of my implant)"), iron deficiency ("permanent iron deficiency") and heavy menstrual bleeding ("haemorrhagic periods (protection/pads to be replaced every 30 minutes)") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on 09-oct-2025. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), iron deficiency (seriousness criterion medically important), heavy menstrual bleeding (seriousness criterion medically important), fatigue ("tiredness") and depression ("depression") and was found to have full blood count abnormal ("blood count pronounced in terms of the blood cells"). The patient was treated with analgesics (unknown) as well as surgery (to remove essure) and non-drug therapy (infusion & treatment). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain lower, iron deficiency, heavy menstrual bleeding, full blood count abnormal, fatigue or depression. The reporter commented: period of occurrence: several years until a doctor started treating me. Blood count pronounced in terms of the blood cells and permanent iron deficiency (continuous infusions and treatment). Removal following unbearable pain not relieved by painkillers. (Female) patient's current status: intense [++ ++++] pain in the area of the lower abdomen, particularly on the right (location of my implant) hemorrhagic periods (protection/pads to be replaced every 30 minutes) tiredness/depression iron deficiency and small blood cells. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.